Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found an arthroscopic picture, which appears to be from inside the patient, there is a suture with a knot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include improper handling. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an acl and meniscus repair, the ultrabraid suture of the ultra fast-fix formed a knot. The issue occurred during the firing of the t2 implant. The t1 and t2 implants were removed from the patient with tweezers. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.